Event description:
It was reported that during a laparoscopic cholecystectomy procedure there was leaking, hissing, when the graspers and bovie were removed from the device. The case was completed with the device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Leak test. Additional information was requested and the following was obtained: were any noises heard such as "whistling" or "hissing"? Hissing. If so, did the "noise" prevent insufflation? No. Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Yes duct bill. Was a device inserted in the trocar during the leaking? No. If so, what device? The leaking occurred only when the devices were removed. Was any torque being applied to the trocar or device? Asku. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.